Manufacturer narrative:
The processor misinterpreted the assignment, resulting in an unintentional omission. This is highly uncommon, as they typically complete over 600 submissions monthly. To prevent future errors, the assignment calendar has been simplified and dual oversight added.

Event description:
Implant removed due to surgical consideration within 36 hours.

Event description:
Implant removed due to surgical consideration within 36 hours.

Event description:
Implant removed due to surgical consideration within 36 hours.